Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix exceeded specification for the number of turns to extend and retract. Analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop.

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix would not deploy. It was also reported that impedance was high and it was suspected that the lead was fractured. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.